Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline catalog #3501660, lot #5778803, sn #(B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses. Physical examination diagnosed left breast prosthesis deflation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 5/4/2018, mentor became aware that as a result of left breast prosthesis deflation, the patient underwent bilateral removal and replacement with these devices: mentor smooth round moderate profile 375cc saline catalog #3501660, lot #7535060, sn #(B)(4) and mentor smooth round moderate profile 375cc saline catalog #3501660, lot #7535060, sn #(B)(4). Mentor also became aware that the date of original implant was (B)(6) 2000. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the posterior view extending to the anterior. A rent measuring approximately 0.3 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).